Manufacturer narrative:
Examination of the electronic files for the first AED deployed on (B)(6) 2017 (s/n (B)(4)), reveals a patient whose cardiac rhythm is ventricular fibrillation (a shockable rhythm), for which the AED correctly recognized, advised a shock, attempted to charge and then powered off abruptly due to a low battery condition. The AED was powered back on and this scenario is repeated one time. The cause of the low battery condition was related to not maintaining the AED in accordance with the device's user manual. Specifically, the AED's 9-volt battery and the AED's main battery pack were not replaced after becoming depleted. The 9-volt battery, which is located inside the main battery pack, provides power for the AED's automatic self-testing functions and the active status indicator ("asi"), which indicates the operational readiness of the unit. On (B)(6) 2015, the AED began flashing its red asi light and chirping to indicating that the 9-volt battery was low. From (B)(6) 2015, until (B)(6) 2017, the date of the rescue attempt, there is no indication of any human interaction to maintain the unit. Examination of the electronic files for the second AED deployed on (B)(6) 2017 (s/n (B)(4)), reveals a patient whose cardiac rhythm is ventricular fibrillation (a shockable rhythm), for which the AED correctly recognized, advised a shock and delivers a shock to the patient. This scenario is repeated three additional times unit the unit is powered off by the user. No additional event information is available. No device malfunctions are evident. Analysis of the electronic data indicates that the cause of the event is related to a failure to maintain the device (s/n (B)(4)) specifically; the AED's battery pack (s/n (B)(4)) was not replaced after becoming depleted.

Event description:
On march 24, 2017 a customer reported that while performing an AED rescue on a patient, the AED (s/n (B)(4)) advised a shock and while charging, powered off. The customer reported that they quickly switched to another AED (s/n (B)(4)) which delivered 2 -5 shocks to the patient who survived. Review of the electronic history files for the AED (s/n (B)(4)) shows that on (B)(6) 2015 during the AED's automatic self-test, the device detected that the 9-volt battery that powers the AED self-test system was low and began flashing its red asi and chirping to indicate this status. There is no indication on the electronic history to show any indication of any human interaction to maintain the unit (B)(6) 2017 when the AED was powered on for the rescue attempt, charged and powered off due to a low battery condition. The cause of the low battery condition was related to not maintaining the AED in accordance with the device's user manual.